Event description:
Per the clinic, the patient experienced infection and skin overgrowth at the abutment site. The patient was placed under general anesthesia on (B)(6) 2015, to remove the abutment. The patient was equipped with a longer abutment during the same procedure.

Manufacturer narrative:
(B)(4). Implanted device remains.